Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for possible rapid ventricular response. Follow up indicated that the patient did receive inappropriate shocks, however they were due to "atypical atrial flutter" and atrial tachycardia. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.